Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.(strips out of the container). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has not improved. She says her neck hurts and it could be from her diabetes. She also had a headache but she took pills and it stopped a little bit. No medical intervention was needed but will see her doctor tomorrow day to check out her neck pain. Several call back attempts were done - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling dizzy for 4 days and being thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product is not stored according to specifications. Customer removed the strips from the vial and placed them in her carrying case. The test strip lot manufacturer's expiration date is and open vial date are undisclosed. The meter memory was not reviewed for previous test result history: while troubleshooting e-0 message, customer states that she is feeling dizzy for the past 4 days and is thirsty. During the call a blood glucose test was performed and produced an e2 error after the strip was inserted in the meter.